Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 141 mg/dl. The paramedics were called to treat a high blood glucose. Customer was sick, could not hold down food. The blood glucose reading at the time of the event was close to 300 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.